Manufacturer narrative:
Article citation: atx-101 (deoxycholic acid injection) for paradoxical adipose hyperplasia secondary to cryolipolysis, chloe e. Ward, md (ward 2018). Paradoxical adipose hyperplasia is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
According to literature article, "a 58-year-old healthy caucasian woman presented with unwanted subcutaneous lower abdominal fat, despite concerted diet control and exercise. Two years previously, she had undergone lower abdominal coolsculpting (zeltiq aesthetics, inc., pleasanton, ca) cryolipolysis treatment."